Event description:
The turbo tracker-18 infusion catheter was used with a 5f shepard hook guiding catheter and transend ex. After finishing the procedure this product got stuck in the guiding catheter and the proximal side broke. The remaining part was picked up with the catheter. According to the physician no force was used when the device was being pulled out. No complications occurred with the patient during this event.